Event description:
It was reported that upon receipt at the user facility the trigger and set screw of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the trigger housing was cracked at the screw boss, which can lead to the reported event and can be caused by a material fatigue issue or impact. The device was repaired and was returned to the manufacturer loaner pool.

Event description:
It was reported that upon receipt at the user facility, the trigger and set screw of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.